Event description:
It is reported that the patient was revised due to instability.

Manufacturer narrative:
Information was received from a health professional who is not required to complete form 3500a, evaluation summary: the device had been in-vivo for approximately 3 years 4 months at the time of failure. Without further information on the revision surgery and/or return of product/x-rays, a probable cause for alleged deficiency cannot be determined. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation. The need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.